Event description:
Major pump unit(s) involved: external control system failure. Additional text: controller was in back up mode. Specific component(s) involved: external controller malfunction. Additional text: in back up mode-alarming for 12 hours. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.